Manufacturer narrative:
The reference device will not be returned to olympus for evaluation as it was discarded after the procedure. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad from the grasping section of the device peeled away from the jaw. The generator displayed a ¿short circuit and probe damaged¿ error message. The surgeon was cutting tissue with generator settings of cut 2/seal 1 when the incident occurred. No device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that the user facility believes the teflon pad damage is due to user error. The device probe was inspected prior to use with no anomalies found.